Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was not feeling stimulation, had urgency with gushing upon standing, and reported a loss of efficacy on the date of the annual follow-up appointment; the clinical diagnosis was a change in efficacy. It was noted that the patient was diagnosed with myasthenia gravis, which may impact mobility and pelvic floor, and they were unsure if this was a progression of the disease. It was noted that the event was possibly related to the device or therapy, not related to the implant procedure, and not due to programming; the final programming date and time for most recent interrogation prior to the event was (B)(6) 2017. Interventions taken included reprogramming the following: p1: -1 +3 amp 1.2 increased to 2.2 vaginal; p2: -2 +0 vaginal changed to 1.4; p3: -1 +2 amp 1.4 rectal changed to pulse width 120 amp 2.2 vaginal; p4 -0 -1 +2 amp 1.9 vaginal on 01-oct-2018. The outcome of the event was noted to have been ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the patient not feeling stimulation and loss of efficacy was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The outcome of the event was reported to have been resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.